Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The up and down button do not always work. Customer has to press several times to get them to work. A request was made for the return of the device. No adverse event alleged.